Event description:
A surgeon reported he was seeing hyperopic outcomes (+0.50 d to +1.00 d) in his patients following intraocular lens (iol) implant surgery. Additional information was requested.

Manufacturer narrative:
The product was not returned for eval. The product history records could not be reviewed because the reporter did not provide lot or serial numbers or information to allow the device records to be identified. Additional information was requested on 02/27/2008 by phone and on 03/04/2008 by fax and by mail.